Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose readings of 31 mg/dl and paramedics were called. Customer stated that she was at work and her blood glucose readings dropped. Customer was treated by the paramedics with IV drips. Drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 317 mg/dl. Customer declined any further troubleshooting.